Event description:
On 10/14/87 an ipp device was implanted. On 9/26/94 the cylinders and pump were revised. On 2/2/96 the pump and reservoir were revised. On 7/23/96 the device was removed from the pt and replaced due to erosion and infection. Add'l lot/ser no: bp607 006.